Event description:
It was reported that a pt underwent a breast reconstruction using diep flap on (B)(6) 2011 and topical skin adhesive was used. Six to seven days following the procedure, the pt developed a rash around the area of the adhesive. The adhesive was removed and washed with saline and it was noted that there was epidermolysis around the area. The area was treated with a tegaderm and betnovate steroid cream. The pt still has redness around the area which is from the scarring that resulted and not the initial reaction. Additional info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.